Manufacturer narrative:
Corrected component code from 484 to 4755. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. No patient injury was noticed during treatment. Service confirmed damage on the tip membrane along the radio frequency trace. Investigation found glowing or sparking from tip membrane is caused by stress concentrations on the flex assembly at the adhesive edge, which damaged the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. All treatment tips are visually inspected for defects during manufacturing and packaging.

Manufacturer narrative:
The treatment tip was returned and evaluation of the tip was completed. The tip passed flow and thermistor testing. The tip failed leak test and visual inspection. Evaluation indicated there was a burnt trace visible on the tip and dielectric breakdown was also observed. No functional testing was possible due to the condition of the returned device. A review of the device manufacturing records is underway but not yet completed.

Manufacturer narrative:
Treatment tip has been requested for return for evaluation but not yet received by the evaluation site. A review of the device history records is in progress. Based on all available information, no conclusion can be drawn and no cause established.

Event description:
A customer reported that they had a thermage treatment tip which sparked during a treatment. The clinic confirmed there was no patient injury from the spark.